Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 96.1mcg/day via an implantable pump. The patient¿s medical history included history of stroke. It was reported that the patient underwent pump replacement surgery due to normal eri (elective replacement indicator). During the procedure, the physician was unable to aspirate from the catheter and elected to replace full catheter with new catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. After the procedure, the physician elected to lower the daily dose to minimum daily rate of 96.1 mcg/day as they reported uncertainty about whether patient was receiving full daily dose since they were unable to aspirate from catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.